Event description:
It was reported that balloon rupture occurred. The severe stenosed target lesion was located in the hand. A 7.0 x40, 75cm charger balloon catheter was advanced for dilation. However, during the first inflation at 18 atmospheres for few seconds, the balloon ruptured, and contrast agent was flowing out. The procedure was completed smoothly with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: a charger device was retuned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 52 mm in length and extended from a position 7mm proximal of the proximal markerband to 9mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The severe stenosed target lesion was located in the hand. A 7.0 x40, 75cm charger balloon catheter was advanced for dilation. However, during the first inflation at 18 atmospheres for few seconds, the balloon ruptured, and contrast agent was flowing out. The procedure was completed smoothly with a different device. There were no patient complications nor injuries reported.